Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone, data not available, cloud - omnipod 5 software app version, data not available, cloud - smartphone operating system, data not available, cloud - smartphone hardware, data not available, cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient developed an infection at the pod insertion site (abdomen) approximately 1.5 days after placement. Symptoms included pain, redness, irritation, and an abscess. The patient's blood glucose level also increased to 14.9 mmol/l (268.2 mg/dl). On (B)(6) 2025, the patient's healthcare provider assessed the site, noted progression of the infection, and advised removal of the pod. Initial treatment with fucidin cream was administered for 3 days. By (B)(6) 2025, the infection worsened, and the patient was prescribed flucloxacillin 500 mg, four times daily for 10 days. On (B)(6) 2025, due to further deterioration requiring abscess drainage, the treatment was switched to augmentin 500/125 mg, three times daily for 7 days. The patient remained on this regimen and showed signs of improvement.